Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable crep2 creatinine plus ver.2 result for 1 patient sample tested on a cobas integra 400 plus compared to the result from an abbott architect. The initial crep2 result was 149.9 umol/l. The initial result was released outside of the laboratory but was questioned by the doctor. On (B)(6) 2018 the same patient sample was tested at another laboratory on an abbott architect and a crep2 result of 68 umol/l was obtained. There was no allegation of an adverse event. The cre2 reagent lot was 33771901 with an expiration date that was requested but was not provided. The customer added an extra wash cycle for crep2. Following the addition of the extra wash cycle, there have been no further issues. The investigation is currently ongoing.

Manufacturer narrative:
The service engineer replaced four cleaner valves on the transfer arm and wash station. The customer has not had any problems since these actions.